Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell and others, brown particles on the shell, underweight, crease fold and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: broken sharp on the posterior side and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: one sharp broken on the posterior side assessed as an unidentified (tear) opening and missing shell due to inconclusive. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side "capsular contracture baker grade iii and implant shell" destroyed." Device has been explanted.